Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: hysterectomy. When removing the uterus and once the specimen was in the bag they removed the cannula and noticed that the toggle/bead was missing. They searched for the bead and found that it had fallen off on the table. Additional information was received via email on 27jun2018 from account mgr: the investigator asked if the doctor had to cut the cord/bag to remove the tissue bag? "Yes, I spoke with [dr] and he told me that he does not cut the bag. He is aware that he could simply open it without having to cut into it. He told me that on the event in question he deployed the bag, got the specimen into the opening and closed the bag. At this point he realized that the bead was not attached so he quickly started to look for it. After searching inside the patient with his camera, one of the nurses found it near the opened packaging." Type of intervention: able to complete surgery. Opened up a 2nd bag to see if there had been a design change that eliminated the bead. Patient status: everything was fine.